Event description:
The lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Additional information was later received reporting the patient received several shocks due to lead fracture. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: proximal conductor was fractured; full lead was returned for analysis. Other text : the lead was returned to the manufacturer, analyzed and subsequently tested out of specification. Additional information was later received reporting the patient received several shocks due to lead fracture. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated, mechanical tests performed, visual examination: lead conductor component/subassembly failure. Device was out of specification in a manner that relates to event,lead(s), fracture of shock, inappropriate.